Manufacturer narrative:
(B)(4). Device evaluation: analysis of the implantable neurostimulator (ins) found ¿no anomalies.¿ it was stated ¿the internal condition was similar to a normally discharged cell¿ and ¿no failure mechanisms were identified.¿ it was noted the ¿epoxy bonds were broken on both the b+ and b- battery terminals. It was stated there was ¿no output¿ from the ins at the time of analysis.

Event description:
It was reported that the patient¿s battery depleted after a car accident. There was reportedly an hematoma over the skin where the device was implanted. The reporter indicated that ¿it was surely due to the safety belt when the car crash happened¿. Additionally, the patient experienced pain and ¿angor¿ at the device pocket. X-rays were taken and impedance testing and reprogramming were also done. The results of these diagnostic tests were not provided. The device was subsequently replaced. Approximately two weeks later, it was reported that the system was performing well prior to the accident. It was not possible to do impedance measurements with the device because there was ¿no battery¿. There was reportedly no damage of the connector block upon observation. As far as the reporter knew, the condition of the insulation of the extension/lead at explant was normal. Impedances were checked at explant and they were normal. With the new device after explant, impedances were normal, around 900 ohms. The patient was fine at the time of the report.

Manufacturer narrative:
Product ID: neu_wrench_acc, product type; accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.